Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 152mg/dl. The customer stated they are receiving a compromised force sensor alarm. The drive support cap is find and not sticking out. Customer was advised that the pump will be replaced due to the alarm.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump had minor scratched lcd window.